Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm had occurred. There was no reported impact to the blood glucose. A pump system check showed that the occlusion was related to the pump. The customer was to use insulin injections for insulin therapy.